Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 04/08/2025. An investigation was conducted on 04/09/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device well as the photographic evaluation and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000448471 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous vein harvesting, vasoview hemopro 2 c-ring broke. The jaws did not become engaged with the c-ring during the procedure. This occurred at the end of the procedure during the stab and grab of vessel. The harvester was using the c-ring to remove the vessel from the leg. Per the end user, this was a very difficult case with a difficult vein and tight tunnel. A new kit was not needed to complete case as it was already at the end. The vessel was removed without incidence. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No patient injury. There was no delay. The visualization was not compromised.